Event description:
It was reported that the pulse generator had exhibited an alert indicating elective replacement indicator had been reached and that the end of service had been reached that day. Additional information reported stated that the patient had received external defibrillation therapy in the morning, the reason for the defibrillation was not reported. A device software download was performed, which resumed normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.